Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). At 10:13 a.m., a sample from the patient was tested with the meter, resulting with a value of 4.8 inr. At 1:50 p.m., a sample from the patient was tested in the laboratory using the stago neoplastin method, resulting with a value of 2.8 inr. At 1:52 p.m., a sample from the patient was tested with the meter, resulting with a value of 4.1 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly if within therapeutic range. The patient does not have hematocrit issues. The patient does not have antiphospholipid antibodies or lupus. The patient does not take heparin or direct thrombin inhibitors. The patient does not have any bleeding or bruising. The patient did not have any changes made to coumadin medication. The patient did not have any diet changes, new illnesses, or new medications. The patient did not have a special or unusual diet. The patient drinks formula as usual. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 378397) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and one remaining test strip were returned for investigation where they were tested using a retention control. Testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.